Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The getinge field service engineer (fse) found the display to video receiver cable to be defective. The fse replaced the display to video receiver cable. The unit was returned to the customer in good working condition.

Event description:
N/a